Event description:
Endurant stent grafts and heli-fx endoanchors were implanted during the endovascular treatment of a ruptured 65mm abdominal aortic aneurysm. The diameter at the proximal renal artery was 17.9mm with 46 degrees neck angulation. Calcium (20% circumference) was noted at the seal zone it was reported during the index procedure a vascular device occlusion was observed. An additional endovascular procedure was performed to successfully resolve the occlusion. The site assessed the occlusion as procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.